Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. Functional testing was performed. The sample was fully primed and connected without difficulty; the pump ran and no alarms were activated. The complaint is not confirmed. (Updated d10 and h6) a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2021-09972. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received indicating that immediately on use of smiths medical cadd cassette reservoir, cassette not recognized alarm was noted. No patient consequences were reported. No adverse effects were reported.